Event description:
Further follow-up indicates the patient's system may have been explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at ipg site and in hip area. The patient stated the pain is worse and the pain is now wrapped around her sides to both her hips. Reportedly, the patient's ipg was inoperable and would no longer communicate with external devices (also see related MFR. Report#: 1627487-2019-05800). As a result, the patient may undergo surgical intervention.